Event description:
It was reported to nova biomedical that a consumer was hospitalized with high glucose readings. Possibly related to non-diabetic issues. Troubleshooting showed his blood glucose supplies to be performing as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.